Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported going high because he treated off his sensor reading, which was inaccurate. Also, when customer replaced the battery the device alarmed failed battery test. Customer stated his sensor reading this morning was 59 mg/dl and he treated based off the sensor. When he checked later, his actual blood glucose was 404 mg/dl. He treated with manual injection. Customer experienced excessive thirst. Customer was advised of possible causes of a failed battery test alarm. Customer inserted a new battery and there was no alarm. Customer's last blood glucose during the call was 214 mg/dl. Nothing further reported.